Manufacturer narrative:
Instrument was evaluated. A piece of the ceramic beak is broken off at distal end of instrument. Damage is consistent with the beak making contact with a hard object or stress overload applied. The instrument has a date code (B)(6); it has been in use for approximately 2 years.

Event description:
Allegedly, doctor was conducting a procedure (name unknown), when ceramic beak on inner sheath of resectoscope broken piece. Procedure was completed with no injury to the patient.